Event description:
On (B)(6) 2013, the patient contacted animas alleging that she experienced elevated blood glucose (bg) of 272mg/dl with abdominal pains. Troubleshooting indicated that the patient had not properly programmed the advanced settings in her replacement pump. The patient had reportedly only programmed her basal rates and set the time and date, but had left other settings at default, leading to incorrect bolus amounts. The patient stated she would program the advanced settings and declined assistance. The patient was instructed to contact animas back if assistance with programming settings appropriately was needed. There was no indication or allegation of a pump malfunction. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history contained information from (B)(6) 2014 to (B)(6) /2014; the history for the event on (B)(6) 2013 had been overwritten. A review of the pump history indicated that insulin delivery totals correctly reflected programmed basal rates. The pump passed flow accuracy testing and was found to be delivering within required specifications. There were no defects found on investigation.